Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported during a procedure to address an incident of ineffective stimulation (reported within related manufacturer reference MDR number: 3006705815-2019-01416), the physician was unable to reposition the lead due to scar tissue. Physician opted to remove the scs system.